Manufacturer narrative:
Device evaluated by MFR: visual examination noted that the stent only was returned for review. Microscopic analysis of the stent found that it was severely damaged as it was both crushed, stretched and also covered in solidified blood. The stent delivery system was not received for review. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
Same case as MDR ID: 2134265-2013-01053. It was reported that during a coronary stenting treatment procedure an imaging catheter became stuck in the stent, a portion of the catheter detached, stent damage occurred. The 15mm in length and 2.50mm in diameter target lesion being treated was located in the moderately tortuous mid to apical left anterior descending (lad) artery. Predilation was performed with a 2.00x15m unspecified balloon catheter. The atlantis imaging catheter was advanced to the lad and pullback was performed. A 2.25x20mm promus element plus stent delivery system was then advanced to the lad and deployed at 14 atmospheres. Additional post-dilation was performed with the stent delivery balloon to 14 atmospheres. The atlantis imaging catheter was then pulled back for post-deployment imaging and immediately became stuck in the promus element plus stent. The two devices could not be separated after several attempts. An unspecified balloon catheter was then advanced but was unable to cross the atlantis catheter and promus element plus stent. An additional unspecified guide wire was then advanced and was able to cross the two devices, however a balloon catheter was again advanced and was unable to cross the stuck devices. The promus element plus stent became damaged after the atlantis catheter became stuck within the stent. The imaging core of the atlantis catheter was then removed leaving a portion of the device inside of the patient. A support guide wire was then advanced in an attempt to remove the stuck devices, however it was unsuccessful. The patient was sent to surgery and the atlantis catheter tip was cut off to separate it from the promus element plus stent and both devices were removed. No additional patient complications were reported and the patient's status is stable.

Manufacturer narrative:
Device is a combination product. Age at time of event: 18 years or older. (B)(4).

Event description:
Same case as MDR ID: 2134265-2013-01053. It was reported that during a coronary stenting treatment procedure an imaging catheter became stuck in the stent, a portion of the catheter detached, stent damage occurred. The 15mm in length and 2.50mm in diameter target lesion being treated was located in the moderately tortuous mid to apical left anterior descending (lad) artery. Predilation was performed with a 2.00x15m unspecified balloon catheter. The atlantis imaging catheter was advanced to the lad and pullback was performed. A 2.25x20mm promus element plus stent delivery system was then advanced to the lad and deployed at 14 atmospheres. Additional post-dilation was performed with the stent delivery balloon to 14 atmospheres. The atlantis imaging catheter was then pulled back for post-deployment imaging and immediately became stuck in the promus element plus stent. The two devices could not be separated after several attempts. An unspecified balloon catheter was then advanced but was unable to cross the atlantis catheter and promus element plus stent. An additional unspecified guide wire was then advanced and was able to cross the two devices, however, a balloon catheter was again advanced and was unable to cross the stuck devices. The promus element plus stent became damaged after the atlantis catheter became stuck within the stent. The imaging core of the atlantis catheter was then removed leaving a portion of the device inside of the patient. A support guide wire was then advanced in an attempt to remove the stuck devices, however, it was unsuccessful. The patient was sent to surgery and the atlantis catheter tip was cut off to separate it from the promus element plus stent and both devices were removed. No additional patient complications were reported and the patient's status is stable.